Event description:
During follow-up, increased capture threshold resulting in a loss of capture and syncope were observed on the right ventricular (rv) lead. Fluoroscopy was performed revealing rv lead dislodgement. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition following the procedure.